Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor sn (B)(4): 01/30/2018; belt sn (B)(4): 03/21/2014.

Event description:
A us distributor contacted zoll to report that a patient experienced one appropriate defibrillation event consisting of one shock while in the hospital. The patient's rhythm was vt at 210 bpm degrading to vf. The patient received an appropriate shock while in vf at 09:37:58 on (B)(6) 2018. The post shock rhythm was asystole with intermittent cardiac activity. The patient then experienced vt for 22 seconds with auto-termination to asystole. The patient was in asystole with intermittent cardiac activity transitioning to vt for approximately 21 second. The lifevest device requires 25 seconds of detection prior to delivering a treatment shock. The patient's rhythm then degrades to vf with variable amplitude for approximately 2 minutes and 40 seconds starting at 9:48:40 before transitioning to vf with motion artifact until the device shutdown at 10:06:19 on (B)(6) 2018. Variable amplitude and motion artifact contributed to the lifevest not delivering a treatment pulse for a treatable arrhythmia. The patient passed away on (B)(6) 2018.